Manufacturer narrative:
(B)(4). Date of event: publication year of 2016. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: prospective randomized study to compare lymphocele and lymphorrhea control following inguinal and axillary therapeutic lymph node dissection with or without the use of an ultrasonic scalpel. Authors: marie-laure matthey-gie; olivier gie; sona deretti; nicolas demartines; and maurice matter. Citation: ann surg oncol (2016) 23:1716¿1720; doi 10.1245/s10434-015-5025-y. The aimed of this prospective study was to evaluate the efficacy of the ultrasonic scalpels (uss) following therapeutic lymph node dissection (tlnd). Between march 2009 and november 2013, a total of 80 patients were enrolled in the study in which 40 patients (male=16, female=24; mean age=59.7 ± 15.1; mean bmi=25.5 ± 4.4 kg/m^2) were assigned to uss group and 40 patients (male=16, female=24; mean age=61.9 ± 13.3; mean bmi=27.1 ± 5.1 kg/m^2) were assigned to the control (c) group. The dissection conducted with the use of uss group was harmonic focus (ethicon). Reported complications included lymphocele (n=13); lymphatic fistula (n=2); hematoma (n=2); lymphedema (n=20). In conclusion, the use of uss failed to offer any significant reduction in length of drain usage and operative complication, but it seems to increase the rate of lymphedema formation.